Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used regular tr band assembly was returned for product evaluation. Visual inspection revealed that no anomalies were noted. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 15 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter. The foreign matter was found to be consistent with nylon 6. Based on the provided information and investigation results, terumo has determined the reported event to be manufacturing related.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the potential product code/lot# combinations were conducted with no findings.

Event description:
The user facility reported that the balloon on the tr band would not stay inflated once the syringe came disconnected. The case was a radial access uterine fibroid embolization (ufe). The procedure was completed successfully with another tr band. There was no patient harm reported. The patient was in stable condition.